Event description:
It was reported that during a roux en y gastric bypass procedure, the surgeon writes, "had a misfire on the second blue load on a gastric bypass pouch. The stapler motor briefly heard however minimal fire, stapler then jammed, could not open even with manual override. Eventually, when we put the manual override cap back on we heard a very short motor noise then were able to open it." As the surgeon describes, she was using the device in the procedure. She depressed the trigger to fire a blue load to complete the second firing in the formation of the stomach pouch. She heard a brief motor noise before the motor stopped. When she depressed the trigger again, there was no response. She then attempted to open the jaws and was unable to open them. She opened the manual override hatch and attempted to retract the jaws, but found a lot of resistance on the manual override lever. When she replaced the manual override hatch, the motor engaged and the blade retracted. There were no patient consequences. Case completed with another device and reload of the same product code.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: did the device cut at all? No. Did the device staple at all? No. Was there tissue damage? No. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? The device had been fired 3 times already. This was the fourth firing. If echelon, during which stroke did the event occur? N/a: this was powered echelon--no strokes to count. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? It was fired across or near a staple line--this was the 2nd firing in formation of the stomach pouch in roux-en-y procedure. Were any unexpected noises heard? If so, when? It was unexpected that the motor should stop while in the firing sequence. The motor briefly activated prior to stopping, and during that time it sounded normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? As described below, the blade did not return to its home position until the manual override panel was replaced on the device. The surgeon had attempted to use the manual override but was unable to. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut at all? Did the device staple at all? Was there tissue damage? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?